Manufacturer narrative:
The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The pump was found to be slightly over delivering but still within the published specification of +/-6%. The pumps expulsor was trimmed in order to bring the delivery into more nominal a range. The device history review (DHR) was not applicable or relevant because this device was not an out of box failure and/or the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device.

Event description:
It was reported that the cadd-prizm failed an accuracy test by a value of +8.00%. It was unknown if this issue occurred during patient use. In addition, no death or serious injury was reported in connection with this incident. Additional information has been requested about this event.